Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04sep2019. The manufacturer's field service engineer (fse) performed troubleshooting. It was recommended that the power switch overlay, be replaced. The customer has not agreed to repairs and the ventilator remains out of use. No parts returned to failure investigation; thus, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator had an alarm led failure. The device was in use at the time of the event; however, there was no patient harm.